Event description:
It was reported the patient underwent a left cardiac catheterization for st elevation myocardial infarction. A 5f jr4 catheter was placed in the left ventricle for hemodynamics and pullback. The right coronary was injected; a left ventriculogram was not performed. Percutaneous intervention with stent placement was performed on the occluded obtuse marginal branch artery. There were no symptoms of pain and no evidence of a dissection or hemodynamic instability. An angio-seal device was deployed with good results. After returning to the ICU, the patient developed a groin hematoma with a significant drop in blood count. The patient complained of stomach pain, became lethargic, hypotensive, and was placed on dopamine. The patient was brought to the cath lab. Vascular access was obtained via the left femoral artery; using the contra lateral approach, the right iliac artery was cannulated. The right femoral vein was accessed for fluid and medication. An angiogram revealed dye extravasation at the prior puncture site and into the retroperitoneal space. A balloon was placed across the area of extravasation and was inflated. Repeat angiography revealed cessation of flow into the external iliac artery. The patient received blood transfusions with improvement of blood pressure. The levophed dose was reduced, however, the blood pressure continued to increase. The patient remained lethargic; an arterial blood gas revealed acidosis. A sudden drop in blood pressure from 200 systolic to 40 systolic was noted. The patient was intubated and CPR was started. Epinephrine and atropine were given. Despite vasopressin and atropine, the patient remained in electromechanical dissociation (emd) and subsequently developed asystole and ventricular fibrillation. The patient was defibrillated three times without success and amiodarone was given. An echocardiogram revealed no significant effusion; however, a repeat echocardiogram revealed pericardial effusion. After twenty minutes of resuscitation, there was no significant blood pressure or intrinsic heart rate. A temporary pacemaker captured a ventricular rhythm; however, there was no improvement in blood pressure. A pericardiocentesis via the subxiphoid approach was performed with some blood removed; however, there was no improvement. Resuscitative efforts ceased after 30 minutes and the patient expired. The patient was diagnosed with retroperitoneal hematoma secondary to bleeding from the right external iliac artery and development of emd with unsuccessful resuscitation efforts. The clinical picture was suggestive of ventricular rupture. Reportedly, the initial puncture site was in the iliac artery.